Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump does not appear to alarm when blood glucose is low. The customer's blood glucose reading was 50 mg/dl. The customer could not recall any significant events leading to the alarm and declined to troubleshoot. However, the customer stated that the low may have been caused by incorrect settings. The customer also indicated that she has a seizure and an ambulance came to her house to administer glucagon but there was no hospital visit.